Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"We did a reversed fracture, for a very difficult case: 3 years old fracture with absence of good bone stock. We implanted a reversed fracture with a 42 mm centered glenosphere on a 29 mm baseplate. Everything went well and the post op x-ray was perfect! After 3 weeks patient came back after an epileptic attack with an dislocated glenosphere and one dislocated compression screw. Baseplate was still perfectly connected with the native glenoid. But the glenopshere came lose from the baseplate. The surgeon and I know for sure that we connected the central screw in the glenosphere during the 1st surgery."